Event description:
It was reported that after cardioversion, the sensor went spontaneously to maximum sensor rate. During telemetry, the frequency returned to the lower rate but rose again to the maximum sensor rate when telemetry was removed. The device was explanted, replaced, and returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Complaint could not be confirmed. The reason for the reported condition could not be determined. The device exhibited normal electrical characteristics. Rate response test with multiple sensor settings found normal rate response characteristics.